Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what stapler was being used with this reload? Ecr. Were any difficulties encountered with device intra-operatively? No. How long after original procedure were the complications noted? That evening of procedure. What were the patient symptoms? Unknown. What was identified during the reoperation? The staple was not fully in place. What is meant by staple dislodged? It was not fully attached. 16 reloads were reported as involved in event. Is this correct qty.? Was a large patient; 6 reloads used. What is the current patient status? Patient discharged and home.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapler was being used with this reload? Were any difficulties encountered with device intra-operatively? How long after original procedure were the complications noted? What were the patient symptoms? What was identified during the reoperation? What is meant by staple dislodged? 16 reloads were reported as involved in event. Is this correct qty.? What is the current patient status?

Event description:
It was reported that patient had gastric sleeve procedure; staples (ecr60b) used with echelon 60. On recovery, patient required return to theatre; staple had dislodged. It is unknown if another like device was used to complete the procedure.